Event description:
The customer reported that he feels the insulin pump was not delivering the insulin. The customer stated that the alarm history revealed several no delivery alarms. The customer was at work at time of call and troubleshooting could not be performed. The customer mentioned having a confusion over his high and low target on the sensor. The customer's glucose level is in the eighties to 180 range. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.